Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the trapezoid rx basket was used in conjunction with an alliance handle. The handle of the trapezoid basket was opened and closed several times and was able to partially crack the stone. When making another attempt to crush the stone, the wire in the handle broke. The basket with the entrapped stone was pulled from the bile duct, and removed from the patient. A balloon was then used to remove the remainder of the stones and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.